Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected. Updated.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. There was no patient involvement at the time of the reported issue.